Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that an alert for non-sustained ventricular oversensing was received via merlin.net transmission. Lead dislodgement was suspected. The patient will be brought into the clinic for an x-ray and further evaluation.

Event description:
New information received indicated that the lead was explanted and replaced.